Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the inserter fractured after the cup was inserted.no adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the tip was fractured. Some superficial scratches were noted along the body from use with indents on the strike plate from impact. Fractured tip was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was most likely due to bending overload based on sem analysis that was performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.